Event description:
A malfunction alarm was reported by air liquide healthcare ireland. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl. Customer was provided with pump reset information, and after resetting the pump with assistance from technical support, the malfunction did not recur. Customer continued to use the pump for insulin therapy.